Event description:
It was reported that the device was creating too much pressure.

Event description:
It was reported that the device was creating too much pressure.

Manufacturer narrative:
The product was returned and the failure mode was not confirmed. Calibration tag: calibration date-(B)(6)-2013. Calibration due-september-2016. ID#(B)(6). Minor dings and scratches noticed throughout bezel. Warranty void seal intact. Startup: with the power cord disconnected the unit was powered, the illumination of the display was verified. Verified that the main voltage led light turns on after connecting power cord. Software: the account requested and was aware that the flosteady - arthroscopy pole pump was operating on old software. Latch test: inserted flosteady disposable cassette. Verified that the cartridge inserts completely, pushed in and removed. Overpressure: the critical overpressure warnings visuals and sounds were verified using a hand-pump at 260 mmhg and greater. Final testing: a hand pressure gage was used to check the accuracy of the pump. The pump read all values within +/-5mm hg of the set value. A tube set cassette was inserted into the pump with a water source, shaver, and a joint test fixture with a pressure sensor transducer connected. The pump was then tested with a set pressure of 50 mm hg with a flow rate of 1.5 l/min. The pump was allowed to run for several minutes. After several minutes, the pump was able to maintain a set pressure with the shaver outflow valve set on open, half way, and all the way closed. The probable root causes for the event description could be calibration, pump height, joint height, the stop cock valves were closed off, suction was closed, or tubing was kinked. The product was returned for investigation, but the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.